Event description:
Per the audiologist, in 2007, the patient hit his head and his cochlear implant system stopped working. Results of an x-ray done in the same month, showed the implant and the magnet to be in place. Results of an integrity test done two months later, showed the cochlear implant was not functioning. Explantation/reimplantation surgery had not been scheduled at the time of this report.